Event description:
Customer reported the image shrunk down to a very small circle while the system was in use. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended.